Manufacturer narrative:
The gown used by the healthcare professional was not identified and returned with bulk soiled linens. Synergy health reviewed internal chemical titrations from the controlled washing process as well as chemical titrations from the supplier of the chemicals ((B)(4)). After the review of the chemical titrations, it was determined the chemical titrations were within established limits and no non-conformance was identified. Synergy health attempted to obtain more information from (B)(6). (B)(6) was emailed on 8/9/2016, 8/29/2016, and 8/31/2016. Synergy health received no response or additional information. (B)(6) was also called on 8/15/2016, 8/18/2016, 8/26/2016, and 8/29/2016. Voicemail's and messages were left and not returned.

Event description:
Surgeon developed a rash on bilateral wrist.